Event description:
It was reported that the camera head had image noise when stirred connector side, root. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found cable failure. Based on investigation results, it is assumed that a cable failure caused communication problems, resulting in the occurrence of image noise. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image noise when stirred connector side, root. There were no reports of patient harm.